Event description:
This pt was implanted with a nucleus 22 cochlear implant seven years ago and used the device successfully, up until the past year. At that time, they began to experience difficulties with their hearing, both at school and at home, that could not be resolved through device reprogramming. Despite normal device integrity test results (5/2004), their health care professional has recommended that the cochlear implant to explanted and replaced. Explantation/reimplantation surgery will be conducted in 2004. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.